Event description:
Reported by health professional as - catheter leakage at the port tubing junction.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) /2012. The product associated with this report was returned, however, the device analysis has not been started at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a strain relief. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter has declined to provide allergan further information regarding the serial number, model number, diagnostic testing or patient data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."